Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered six bursts of inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks, as the atrial port was plugged but the atrial discriminators in the programming were left on. The patient presented symptoms of pain and discomfort. The device was reprogrammed, and the discriminators were deactivated. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered six bursts of inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks, as the atrial port was plugged but the atrial discriminators in the programming were left on. The patient presented symptoms of pain and discomfort. The device was reprogrammed, and the discriminators were deactivated. No additional adverse patient effects were reported. The device remains in service.